Manufacturer narrative:
Additional information received updates/changes part of the narrative previously given.

Event description:
Per update the outcome of this event is now resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through clinical trial that patient developed a trochanteritis of left hip which was treated with medication. Severity was deemed mild and the outcome was stated as ongoing/unresolved.

Event description:
It was additionally reported that as a treatment, the patient received an injection in the bursa of the hip with depo medrol 80mg.

Manufacturer narrative:
(B)(4).